Event description:
"E" was initially received via regulatory authority ((B)(6)) on 20-jul-2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("ultrasound showed no visible insert on left and visible insert on right / after bilateral salpingectomy via laparoscopy none of the inserts was found") and pregnancy with contraceptive device ("pregnancy, essure not found after bilateral salpingectomy and laparoscopy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy, essure not found after bilateral salpingectomy and laparoscopy". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy via laparoscopy for essure removal on (B)(6) 2018, but nothing found). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the patient consulted on (B)(6) 2018. She got pregnant after insertion of essure. Ultrasound showed no visible insert on left and visible insert on right. On (B)(6) 2018, bilateral salpingectomy via laparoscopy was performed. Absence of insert in both tubes. None of the inserts was found during the intervention. Diagnostic results: ultrasound - (B)(6) 2018: pregnancy, no visible insert on left and visible insert on right. Laparoscopy - on (B)(6) 2018, bilateral salpingectomy via laparoscopy. Absence of insert in both tubes. None of the inserts was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on 23-jul-2018 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 3646 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 4469 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-jul-2018. The most recent information was received on 20-aug-2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("ultrasound showed no visible insert on left and visible insert on right / after bilateral salpingectomy via laparoscopy none of the inserts was found") and pregnancy with contraceptive device ("pregnancy, essure not found after bilateral salpingectomy and laparoscopy") in a 40-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy, essure not found after bilateral salpingectomy and laparoscopy". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy via laparoscopy for essure removal on (B)(6) 2018, but nothing found). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the patient consulted on(B)(6) 2018. She got pregnant after insertion of essure. Ultrasound showed no visible insert on left and visible insert on right. On (B)(6) 2018, bilateral salpingectomy via laparoscopy was performed. Absence of insert in both tubes. None of the inserts was found during the intervention. Diagnostic results: ultrasound - (B)(6) 2018: pregnancy, no visible insert on left and visible insert on right. Laparoscopy - on (B)(6) 2018, bilateral salpingectomy via laparoscopy. Absence of insert in both tubes. None of the inserts was found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 31-jul-2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("ultrasound showed no visible insert on left and visible insert on right / after bilateral salpingectomy via laparoscopy none of the inserts was found") and pregnancy with contraceptive device ("pregnancy, essure not found after bilateral salpingectomy and laparoscopy") in a 40-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy, essure not found after bilateral salpingectomy and laparoscopy". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy via laparoscopy for essure removal on (B)(6) 2018, but nothing found). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the patient consulted on (B)(6) 2018. She got pregnant after insertion of essure. Ultrasound showed no visible insert on left and visible insert on right. On (B)(6) 2018, bilateral salpingectomy via laparoscopy was performed. Absence of insert in both tubes. None of the inserts was found during the intervention. Diagnostic results: ultrasound - (B)(6) 2018: pregnancy, no visible insert on left and visible insert on right. Laparoscopy - on (B)(6) 2018, bilateral salpingectomy via laparoscopy. Absence of insert in both tubes. None of the inserts was found. Most recent follow-up information incorporated above includes: on 31-jul-2018: report from physician (gynecologist ¿ new reporter) with questionnaire for pregnancy with essure and uterine/tubal perforation with essure; patient¿s demographic data; and no additional information (the physician had no information about essure insertion which had been performed in another hospital). No further information is expected. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-jul-2018. The most recent information was received on 31-jul-2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("ultrasound showed no visible insert on left and visible insert on right / after bilateral salpingectomy via laparoscopy none of the inserts was found") and pregnancy with contraceptive device ("pregnancy, essure not found after bilateral salpingectomy and laparoscopy") in a 40-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy, essure not found after bilateral salpingectomy and laparoscopy". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy via laparoscopy for essure removal on (B)(6) 2018, but nothing found). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the patient consulted on (B)(6) 2018. She got pregnant after insertion of essure. Ultrasound showed no visible insert on left and visible insert on right. On (B)(6) 2018, bilateral salpingectomy via laparoscopy was performed. Absence of insert in both tubes. None of the inserts was found during the intervention. Diagnostic results: ultrasound - (B)(6) 2018: pregnancy, no visible insert on left and visible insert on right. Laparoscopy - on (B)(6) 2018, bilateral salpingectomy via laparoscopy. Absence of insert in both tubes. None of the inserts was found. Most recent follow-up information incorporated above includes: on 31-jul-2018: internal correction - device similar incident listing comment. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.